Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis are inconclusive as the product was not returned for evaluation. The device was reported to be reprocessed by (B)(4), rendering it no longer a medtronic device. However, medtronic conservatively reports on these events. Method: no testing methods performed. (B)(4).

Event description:
It was reported that ¿the blue coating of a choledoscope guide has been sent to repair one month ago because it was crumbling. Today, the coating is crumbling again / plastic fragment in patient body.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.